Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 221 mg/dl, 559 mg/dl and hi (greater than 600 mg/dl) when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.